Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced chest pain post right atrial (ra) lead implant procedure. An echocardiogram (echo) and computerized tomography (CT) identified minor effusion and perforation. On the same day re-intervention was performed for right atrial (ra) lead positioning from lateral position to appendage. An echo then highlighted a more substantial effusion post lead revision. The patient experienced a cardiac tamponade. A pericardial centesis was performed. The ra lead remains in use. No further patient complications have been reported as a result of this event.